Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when plugged it in the scope, a communication error code came up with e226 during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.